Event description:
It was reported that, "on (B)(6), 2022, the patient was implanted with a peripherally cannulated central venous catheter kit manufactured by bard vascular access systems. The patient was admitted on (B)(6) 2023, and the nurse performed PICC catheter maintenance, with fluid oozing from the puncture point without rebleeding during flushing, no local oozing swelling, and normal catheter orientation on examination. The patient was suspected of having a ruptured catheter and was pulled out. The catheter was found to have a rupture parallel to the catheter at about 1.8 cm from the puncture point. The catheter was immediately stopped and sealed and delivered to the medical equipment department.".

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The device has not been returned to the manufacturer for evaluation. H3 other text : device not returned for evaluation.